Event description:
On (B)(6) 2014, the customer reported that this right ventricular (rv) lead exhibited high pacing threshold and high pacing lead impedance. No out-of-range measurement was noted. The lead was surgically abandoned. No adverse pt effects were reported. The lead was actively implanted for approx 13 years, 3 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if add'l info becomes available. High thresholds is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.